Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (0.6 mg/ml at 0.30 mg/day) and morphine (0.50 mg/ml at 0.25 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that telemetry confirmed a critical alarm was occurring. The alarm was not heard. The pump logs indicated low battery reset occurred and reset occurred on (B)(6) 2017. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jun-2017 from a healthcare professional who reported that the pump was set to minimum rate following the reset. The patient¿s managing physician planned to replace the pump on (B)(6) 2017, but the patient said he was going to hold off on replacement until he could consult with another surgeon. No further intervention was planned at this time and it was clarified that the patient was never able to hear the pump alarm because he was hard of hearing. The reporter was able to hear the pump alarm. Additional information was received on (B)(6) 2017 from the patient¿s managing physician¿s nurse and it was reported that the patient was opting out of pump replacement surgery at this time.